Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a scratch during the surgical procedure. Mst forceps and scissors were used to cut the lens, and another iol was inserted. There was no report of serious injury. The viscoelastic had been out of the refrigerator for more than 30 minutes prior to the surgery. The product is not available for return, and no other information was provided.